Manufacturer narrative:
Conclusion - the tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If add'l info is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s partial nephrectomy procedure, the pt experienced increased bleeding. The surgeon increased the electrical surgical unit (esu) cautery setting from desiccate 30w cut/30 w coagulation to desiccate 70w cut/120w coagulation. Arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument, causing a superficial burn to the pt's vena cava. No repair for the burn tissue was required. The procedure was completed with a replacement mcs instrument and tip cover accessory. No add'l pt harm, adverse outcome or injury was reported.